Event description:
The customer reported the display is blank. No patient harm was reported.

Manufacturer narrative:
Root cause: the lcd cable coming off the connector (cn1) causes the ventilator screen display blank.

Event description:
The customer reported the display is blank. No patient involvement reported.